Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. The user's blood glucose level was 222 mg/dl. Reportedly, the user changed the tubing and site. There was a delay in clearing the alarm; however, insulin delivery was resumed.